Event description:
It was reported that this right ventricular (rv) lead was suspected to present lack of capture. X-ray imagining and an electrocardiogram was utilized during the diagnosis and it was discovered to had dislodged. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: a1 patient identifier a2 date of birth a2 age at time of event d4 lot number d4 serial number d4 unique identifier (UDI) d6a implant date

Event description:
It was reported that this right ventricular (rv) lead was suspected to present lack of capture. X-ray imagining and an electrocardiogram was utilized during the diagnosis and it was discovered to had dislodged. A new device was implanted. No additional patient effects were reported.